Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer issue. The field service engineer reseated the row board connection on drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the auxiliary drawer 5.1 failed to stay close and drawer pockets c1, c3 and d3 not detected and require maintenance. There were no adverse events or injuries reported based on this event.